Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 21:23:39. During night drain cycle six, the patient's ultrafiltration reading was 1776ml, indicating the home patient (hp) drained 1446ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The increased intra peritoneal volume (iipv) event was identified through an event history log review. The cause was that the user had set the tidal total ultra-filtration (uf) removal too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal labeling review for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.